Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor error alarm due to erased history file. Pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 283mg/dl. Customer treated with manual injections. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.